Event description:
Patient called alleging that the meter would not turn off. Patient did not experience any symptoms of high or low blood sugar. Patient did not seek medical attention or call the md. To start a new test, patient has to turn the meter off and then turn it back on. When the meter does not turn off, patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent patient a new meter.